Event description:
While delivering 3% sodium on a central line the set was found to be leaking from the luer engagement. The pt's sodium levels dropped and a bolus was given to bring the levels back up.